Event description:
The pt reported ten adjustment fills had been completed however the pt experienced no restriction during this time and weight gain. According to the pt, the surgeon noticed less fluid was found, during these adjustments, then initially had been injected into the band system. A fluoroscopy and an esophagram showed negative results. Furthermore, the pt reported a surgical procedure was required to treat a hernia that had been diagnosed by fluoroscopy. The lap-band remains implanted. F/u results: health professional confirmed revision surgery to repair a hiatal hernia and remove perigastric adhesions.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the rptr the connector type is assumed to be a taper ii. The rptr of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Vomiting, nausea, regurgitation, adhesions, inadequate weight loss and weight fluctuations are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info from the rptr regarding the serial number and the implant date has been requested. Device labeling addresses the reported events as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Inadequate weight loss is addressed in the labeling. Allergan does not guarantee that every pt will achieve desired weight loss. Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). ((B)(4))." Device labeling addresses the reported event of adhesions as follows: "gastric banding done as a revision procedure has a greater risk of complications. Prior abdominal surgery is commonly associated with adhesions involving the stomach. In the us pivotal study of severely obese adults, 42% of the subjects undergoing revision surgery were reported to have adhesions involving the stomach. Care and time must be taken to adequately release the adhesions to provide access, exposure and mobilization of the stomach for a revision procedure." Add'l device labeling: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."